Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 01140, 0001822565 - 2024 - 01142. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial total hip arthroplasty. Subsequently, the patient was revised twenty-five (25) years post implantation due to trochanter fracture. During the revision, the trilogy liner was found to be worn and the trilogy shell had a bent locking ring lodged in the shell.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified the explanted shell with wear noted around the inner spherical surface and rim of the device. The locking ring appears bent. The device is covered in bio-debris. No other pictures were provided in relation to the devices in the sub-forms. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the cup. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with possible polyethylene wear of the acetabular cup and undersized femoral head. Heterotopic ossification along the greater trochanter with possible bony bridging. Hetero topic ossification along the lesser trochanter without bony bridging. Question periprosthetic fracture along the proximal femoral diaphysis lateral cortex. A definitive root cause cannot be determined for all reported issues except the ho. No problem was found with the devices in relation to the ho after review by an hcp. This complaint was confirmed based on the provided picture of the worn shell with bent locking ring. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.